Manufacturer narrative:
The patient's weight was reported to be (B)(6). (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 313.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed signs of normal degradation on the exposed glass tip. The fiber is consumable and meant to degrade with use. Additionally, no light from the sma connector was observed, indicating a fracture within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on the information gathered during the investigation, it is likely the cause of the event is an adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, the IFU states, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 30, 2020 that a flexiva 200 laser fiber was used in a flexible ureterlitotripsia procedure performed on an (B)(6) 2020. Reportedly, the laser unit used was a laser dornier h15 laser console with the laser settings of 8 joules and 800 hertz. According to the complainant, during the procedure, when the fiber was activated, the laser fiber suddenly stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.